Manufacturer narrative:
(B)(6).

Event description:
The customer reported that there is no sound coming from the device and that a message indicating a loudspeaker fault is displayed. The device was not in clinical use at the time of the alleged malfunction. There was no report of patient harm.